Manufacturer narrative:
Device evaluation: the lens was not returned for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a. The lens was not implanted. There was no patient contact.if explanted; give date: n/a. The lens was not implanted/explanted. There was no patient contact. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that half of the lens appeared foggy. There was no patient contact. No additional information was provided to abbott medical optics.